Event description:
It was reported that an alert was tripped twice in the past two weeks for high impedance on the superior vena cava (svc) coil. The lead has a possible fracture. The svc coil was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an alert for out of range subthreshold lead impedance alert on 2013-(B)(6). There was high superior vena cava (svc) defibrillation impedance on 2013-(B)(6) at 250 ohms with a baseline of approximately 50 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2007; 1688t competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.